Event description:
Hot biopsy forceps used during egd was burned and fused together. A picture was taken automatically by itself during this event showing electrical back current. The bovie machine did alarm with red light on during this event. The bovie pad had some wrinkles on the sticky side with bubbles.